Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that the device exhibited far r wave oversensing. The device was reprogrammed. The patient will continue to be monitored. No further information was available.